Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced a kinked cannula due to which the patient experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump, but on (B)(6) 2023, the patient was first went to the emergency room for 12 hours and was subsequently hospitalized due to high blood glucose level. The patient's highest blood glucose level was 26.6 mmol/l and had high ketone level of 6.8 mmol/l, which the healthcare professional assessed as dangerous/life-threatening. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.